Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign object that "looks like an insect" was found inside of the tubing of a clearlink system continu-flo solution set large bore stopcock extension set. This event occurred before use of the device. There was no patient involvement. No additional information is available.